Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not provided. On (B)(6) 2017 it was reported that the telemetry strip showed multiple motor stalls and recoveries. On (B)(6) 2017 a motor stall and recovery occurred. On (B)(6) 2017 a motor stall occurred with a stopped pump may exceed tube set message on (B)(6) 2017. The pump recovered on (B)(6) 2017. No patient symptoms were reported. No further patient complications have been reported as a result of this event.